Manufacturer narrative:
Investigation summary: no product or logs were returned for evaluation. Hypotension, major bleed: clinical details noted that patient had oozing from axillary jp drain that required 4 units of blood products. Patient was having continuous hypotensive episodes despite medications. The cause of the injuries was not determined due to insufficient clinical details. Access site adverse event/hematoma: clinical details noted that patient had a hematoma at the impella access site and was bleeding around the repo sheath. Repo sheath suturing was adjusted and hemostasis was able to be achieved with slight oozing and improvement to hematoma. The cause of the access site adverse event was a user related issue as bleeding resolved with re-suturing at access site. Pump suction: clinical details noted that patient was experiencing suction alarm with hypotension episodes while on support. No additional details were provided. The cause of the pump suction could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Device history lot. Device lot: 1967150. Device history batch. Subcomponent lot: n/a. Device history review pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 78-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the access site was noted to have a large hematoma and was bleeding around the repositioning sheath. The repo sheath was sutured from the back and pulled up front. Hemostasis was achieved by resuturing the pump. There was still a slight ooze, but improvement to the hematoma. The patient experienced hypotensive episodes despite being maxed out on levophed, and several pushes of epinephrine. Pulses pressures were narrow with suction alarms. The patient was sent to the intensive care unit (ICU), where vasopressors and albumin were started for heart failure. It was reported that blood products were given as a replacement and the ooze resolved on its own. The following day, the impella cp was weaned with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. High-risk interventions require intense blood thinners, increasing the risk of active bleeding. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The hypotensive episodes were most likely due to the clinical condition of a critically ill patient in cardiogenic shock, dependent on multiple inotropes and vasopressors, along with the complications of stage d shock.

Manufacturer narrative:
B5 was updated and h6 health effect - impact code was updated.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 78-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the access site was noted to have a large hematoma and was bleeding around the repositioning sheath. The repo sheath was sutured from the back and pulled up front. Hemostasis was achieved by resuturing the pump. There was still a slight ooze, but improvement to the hematoma. The patient experienced hypotensive episodes despite being maxed out on levophed, and several pushes of epinephrine. Pulses pressures were narrow with suction alarms. The patient was sent to the intensive care unit (ICU), where vasopressors and albumin were started for heart failure. The following day, the impella cp was weaned with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. High-risk interventions require intense blood thinners, increasing the risk of active bleeding. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The hypotensive episodes were most likely due to the clinical condition of a critically ill patient in cardiogenic shock, dependent on multiple inotropes and vasopressors, along with the complications of stage d shock.

Manufacturer narrative:
Correction: b1, b3, b7, h6 additional failure modes added.

Manufacturer narrative:
Component codes were updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the critical patient. It was reported that when patient was undraped at the impella site on left femoral artery found to have a large hematoma and was still bleeding around repo sheath. Repo sheath was sutured from the back holes and pulled up front so attempted to resuture pump where it wasn¿t pulling the pump up as much. Got hemostasis when patient or pump was not being touched but still had a slight ooze with improvement to hematoma. While still on the table patient continued to have hypotension episodes despite being maxed on levophed and had to receive several pushes of epi. Pulse pressures are very narrow and suction alarms with hypotension occurred. The patient was given vaso and albumin. It was also reported that the cp was removed and replaced with the 5.5 due to high stick and need for covered stents. The patient survived.